Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received low results about 80 mg/dl- 90 mg/dl, so her parent kept giving the daughter sweets. After that, the blood glucose was checked at a nearby pharmacy with a non-roche meter, and the result was above 300 mg/dl. The timeframe between both measurements was not provided. The daughter was brought to hospital due to hyperglycemia. She was released one day later from hospital.